Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump does not show the correct amount of insulin from the reservoir compartment. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test. Unit was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. Multiple boluses were programmed and delivered. All boluses were recorded in daily history. Unit properly connected and calibrated to glucose sensor simulator. The calibrate now alert functioned properly. Unit received with minor scratches on case and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.